Manufacturer narrative:
The device involved in this event is similar to the arctic front cardiac cryoablation catheter marketed in the us. The product was returned and investigated as follows: failure files confirmed the reported system notice message 50005 but did not show system notice message 50006. Visual inspection showed the presence of blood in the catheter. Functional tests were performed: pressure test revealed a leak through the guide wire lumen. Dissection showed a guide wire lumen partial snapping at the coil, located in the area beneath the balloon, and also showed a double balloon (breach) pinhole. Items 2 and 3 described above triggered the fail-safe system (system notice message 50005) and stopped the injection. A corrective action was initiated to address this issue.

Event description:
The user reported that system notice messages 50005 and 50006 appeared. There was no patient injury. System notice error 50005: the safety system has detected fluid in the catheter and stopped the injection. System notice error 50006: the safety system has detected blood in the catheter handle, stopped the injection and disabled the vacuum.